Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed, and no abnormality was noted. All valves were individually tested by powering them on and off using an external 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. During the purge cycle, the pump triggered a helium loss 3 alarm. The pcs assembly was leak tested and a leak was noted at the drain port visual inspection of the pcs assembly internal hardware was performed. Upon disassembling the vent valve of the pcs assembly, a piece of metal was found inside the vent valve, which is the cause of the helium leak. The piece of metal was from an unknown source, and it cannot be determined how it entered the pcs assembly. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss alarms" is confirmed. During the investigation, the helium leak was confirmed and caused by a pcs assembly leak. Upon further inspection, the vent valve from the pcs assembly was noted with a metallic piece inside the valve and caused the complaint. The source of the metal debris was unable to be determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to vent valve helium leak. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any devel-oping trends.

Event description:
It was reported "persistent he loss alarms". Additional information states that to continue therapy the pump console was exchanged. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "persistent he loss alarms". Additional information states that to continue therapy the pump console was exchanged. No patient injury or consequence reported. The patient's current condition is reported as "fine".